Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. - please clarify how many sutures was used in this single procedure? - please provide lot number attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned related events captured via 2210968-2024-05337 .

Event description:
It was reported that patients underwent total knee replacements on unknown dates in 2024, and barbed suture was used. During the procedures the stratafix felt like a normal pds. The barbs were not catching. There was no patient harm. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: complaint is only for lot slbcpu. Tdbajl returned in error.

Manufacturer narrative:
Product complaint (B)(4) date sent to the FDA: 6/4/2024 this report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 no device problem found the single complaint was reported with multiple events. There are no additional details regarding the additional events. Additional information: d4, h4 - the actual device batch number associated with this event is not known. The possible batch numbers are reported as follows: batch slbcpu batch tdbajl a manufacturing record evaluation was performed for the finished device slbcpu / sxpp2b202 batch number, and no non-conformances were identified. Expiration date: sep/30/2024 mfg date .: oct/12/2022. A manufacturing record evaluation was performed for the finished device tdbajl / sxpp2b202 batch number, and no non-conformances were identified. Expiration date: mar/31/2025 date of mfg.: apr/4/2023 additional information was requested, the following was obtained: please clarify how many sutures was used in this single procedure? 6 sutures were used that day is cases please provide lot number lot # slbcpu please clarify the quantity of product to be return 6 sutures were returned today h3 investigational summary: the product was returned to ethicon for evaluation. The returned product revealed that it was received five unopened samples that pertained to product code sxpp2b202. In order to evaluate the condition of the returned samples, the packets were opened. The swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along the strand and no anomalies were observed during evaluation. Ten barbs were measured in the strand, and all barbs met the requirements. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.